Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. Reportedly, the device shows that the locator wings remain open and the safety release mechanism was not activated. Per the starclose se instructions for use - slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. (B)(4). Evaluation summary: the device was returned and the reported vessel locator wing retraction issue was confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported vessel locator wings retraction problem appears to be related to use technique. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a renal angioplasty procedure. A femoral angiogram was not performed. Reportedly, after clip deployment, the vessel locator wings failed to collapse. The safety release mechanism was reportedly not used to facilitate device removal. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a starclose se device after a renal angioplasty procedure. Reportedly, the device got locked and could not be used anymore. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.